Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-00817-1, 0002648920-2017-00643. Concomitant medical products: continuum longevity neutral liner, vv 40 x 78/80 catalog#: 00875102340 lot#: 61662864 12/14 cocr femoral head 40mm +0 catalog#: 00801804002 lot#: 62288126 unk stem catalog#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient was revised due to multiple dislocations from acetabular component positioning. During surgery, the surgeon noticed the femoral component was levering on the shell. Attempts have been made and additional information on the reported event is unavailable.